Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider via a manufacturer representative reported that during an implantable neurostimulator (ins) replacement procedure electrode #8 was reading high impedances. The lead was taken out of the ins and placed in a multi-lead trialing cable and could have been damaged during that time. It was not thought that the lead had high impedances prior to the replacement but no impedance test was performed. The lead was placed in the multi-lead trialing cable 3 times and also in the new ins and the impedances on electrode #8 were out of range every time. The device was implanted with electrode #8 still out of range. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.